Event description:
The iab would not advance through the introducer sheath. When an attempt was made to redirect the iab, the sheath tightened down on the iab. Because of this, the sheath and iab were removed as a unit. There were no patient complications.